Event description:
It was reported the camera head image disappeared temporarily. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition, the device evaluation identified following reportable malfunctions: a hole in the camera cable and the camera cable was not watertight. Based on the results of the investigation, a probable root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.